Event description:
N/a

Manufacturer narrative:
Updated field: b4, d1, d4, d9, g3, g6, h2, h3,h4, h6(type of investigation, investigation findings, component, investigation conclusions),h11 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse repaired cracked display housing mount point. Glued and then reseated the screws with no other issues found. Installed software carc:d.01 and tested without issue. The unit passed all safety and functional tests, and was returned to the customer for clinical use.

Manufacturer narrative:
Corrected data: e1 (site name, address, city and country).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit screen dropped and the plates separated. The system appears to work fine, however, the screen does peel apart when taken off for transfer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.